Event description:
Possible deflation of right breast implant. Implant did not appear to be ruptured, but physician ruptured it. Followed by bilateral removal and replacement with mentor. Initial use of device.